Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 5/6 of automated peritoneal dialysis therapy. Reportedly, the home patient had disconnected transfer set from the patient line of the homechoice set during a dwell cycle. The home patient then reconnected to the setup and received the alarm immediately afterward. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed manually. No patient injury or medical intervention was associated with this incident per the home patient.